Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg site which radiates at the back and described as flaring. It was also stated that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the ipg and leads were explanted. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Event date: exact date unknown, event occurred a month ago from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: 289393/289764.